Manufacturer narrative:
Upon receipt, the handle piece of the selectra hook-55 was found severed from the catheter tube. Both pieces were returned and subjected to an extensive analysis. During the inspection a helical cutting line along the catheter was noted. The morphology of the cutting line indicates that the slitter tool deviated from the longitudinal direction and jammed, which most likely resulted in the described observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device appears to have broken during splitting. No patient information was provided. No event date was reported. The event date is unknown. Should additional information be received, this file will be updated.